Event description:
Caller reported a cartridge alarm with their insulin pump, indicating a malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the caller on steps to take upon receiving the replacement, including using a backup therapy to ensure insulin delivery. Instructions were provided for storage mode and returning the problematic pump to tandem, and a pump with updated software was sent to the customer.